Manufacturer narrative:
It was decided to void (B)(4) parts and report just 1x319.100 lot unknown. Since we do not know which of the (B)(4) instruments belongs to this event. Therefore the part has one of the following lot numbers: 319.010 2045, 319.010 2295677, 319.010 2044, 319.010 2019141,319.100 2151627, 319.100 2096, 319.010 2538225, 319.010 2050, 319.010 2163112. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that: part 319.100 / 2151627 manufacturing location: (B)(4), manufacturing date: 29 august 2005. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the three potential subject devices. The investigation has shown that on each of the returned instruments a significant deformation of the measuring-hook is visible. Furthermore, some of them show marks of metal on metal friction indicating that the measuring-hook has been bent intentionally by applying mechanical force using a tool. The review of the production histories revealed that these depth gauges were manufactured between 1999 and 2005 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. A design review of the different depth gauges in scope of this investigation could show that the devices are designed including features to avoid mixing up of components of different depth gauge types during assembling. Consequently, mixing spare parts of different depth gauges causing wrong assembly can be excluded as a root cause. According to the information received it was discovered that the depth gauge instrument did not measure correctly during placement of a large fragment plate on a humerus. Unfortunately, it is not known which of the returned instruments was used in this surgery. The instruction for use indicates that the depth gauge to determine the screw length for a large fragment plate is depth gauge 319.100. All large fragment depth gauges returned for investigation showed deformation on the tip due to mechanical force. The bending of the measuring hook tip is not considered in the instruction for use and leads to inaccurate screw length determination. Therefore, this manually performed mechanical deformation of the measuring tip is considered as misuse. In addition, according to the depuy synthes "function control" and depuy synthes "important information" leaflet , the affected devices should not have passed visual inspection prior to use in the surgical theatre. Furthermore, it could be demonstrated, that there is no impact on the screw length determination when components of depth gauges with the same article number are mixed. And, it could be demonstrated that deformed measuring hooks lead to a deviation of the screw length determination towards an overestimated screw length, e.g. Indicating longer lengths. Root cause: based on the type and extent of damage incurred indicates that this complaint was caused by wrong handling. The bending of the measuring hook tip is not considered in the instruction for use and leads to inaccurate screw length determination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As previously reported in medwatch follow-up #1, #(B)(4), though only one device was involved in the complained event, it is not known which of the following three lot numbers were associated with the complained event. The reporting facility returned three devices with part number 319.100. In addition, the reporting facility also returned seven devices with part number 319.010. Since it is not known which of the part numbers was the complained device, this part number will be addressed in a separate medwatch report for this complaint. The corresponding lot numbers and udis for part number 319.100 are as follows: lot number 2151627, other number (B)(4); lot number 2096, other number (B)(4); and lot number 2089, other number (B)(4). Three potential subject devices with part number 319.100 were received on jul 1, 2016 by the synthes manufacturer. It is not known which of these devices was involved in the complained event. Device history record reviews were performed for all three received lot numbers. The reviews showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. No non-conformances were generated during the production of the devices. The lots were manufactured in (B)(4). Additional manufacturing dates by lot: lot number 2151627, mfg date aug 29, 2005; lot number 2096, mfg date jul 21, 2000; lot number 2089, mfg date apr 23, 1999. Due to character limitations, the results of the product development investigation completed on jul 5, 2016, will be submitted in a separate follow-up medwatch report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was initially reported to synthes on (B)(6) 2016 that the depth gauge does not measure correctly. On (B)(6) 2016, additional information was received reporting that the event occurred during surgery on (B)(6) 2015. The surgeon had placed a large fragment plate on the patient's humerus when it was discovered that the depth gauge did not measure correctly resulting in using a screw(s) that were too short. Additional information was not available and this event was initially determined to be non-reportable. On (B)(6) 2016 it was further reported to synthes that the event resulted in a 45 to 60 minute surgical delay. Based on this new information, the event was re-evaluated and determined to be reportable. This report is 1 of 1 for (B)(4).